Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while programming this device into magnetic resonance imaging (MRI) mode, it was discovered that this left ventricular (lv) lead exhibited a high out-of-range pace impedance measurement of 2,070 ohms on lvb. It was noted that lva was 708 ohms, and lvb was previously in the 700 ohms range. This lv lead remains in service at this time. No adverse patient effects were reported.